Manufacturer narrative:
(B)(4) . Field service specialist visited the account and completed preventive maintenance per task list, peaked power, cleaned optics and calibrated detectors. System meets amo specifications. He verified proper operation of system and system meets amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and there was a gas breakthrough on left flap causing damage to the flap and a change of treatment to photorefractive keratectomy. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015 right eye pre-op 20/20 -2.25 x -.75 x 130 left eye pre-op 20/20 -1.50 x -1.25 x 14.